Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a high temperature and exceeded the maximum allowable temperature of 118 degrees fahrenheit per synthes operating procedure n01.55 (actual temperature was 120 degrees fahrenheit). Therefore, the reported condition was confirmed. It was further noted that the root cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the attachment device was sent for maintenance. During service and evaluation, it was observed that the device had a high temperature and exceeded the maximum allowable temperature of 118 degrees fahrenheit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.